Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called in regarding the mobile power unit (mpu) recall. They were advised to verify the mpu was on the recall list. The patient called heartline and provided the mpu serial number as (B)(6), and stated the mpu was "acting funny" recently. Mpu replacement would be requested.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit "acting funny" was not confirmed. The mobile power unit (serial: (B)(6) was not returned for testing. Log files were not submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event (log files, patient consequences of the event, any alarms, if the mpu had a v-lock connector, if the ac power cord came loose at the wall outlet, if the ac power cord came loose from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu exchanged/removed from service, and if any products would be returned); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.